Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that during trabecular stent implantation surgery, the implantation of the trabecular micro-stent proceeded without problems until the moment when the interlock system was expected to release the stent, which did not occur. As a result, the stent could not be successfully implanted into schlemm¿s canal. The surgeon then decided to open a new implant, which was successfully implanted. There was no patient impact.